Event description:
It was reported that the "catheter broke a blood vessel and a heart. The case report that the tip of catheter went into the intestine and the lung."the catheter was inserted femoraly.